Event description:
It was reported that a second cuff was added to the artificial urinary sphincter (aus) system due to recurring incontinence. The patient began experiencing a recurrence of his incontinence one year ago. There were no malfunctions or problems with the aus device. Following the surgery the patient was able to urinate but the device had not been activated. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.